Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal therapy for pain via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the pump had migrated to the patient¿s waist level. The clinic did not provide the patient with any solution to secure the pump. The manufacturer representative advised the patient to seek the advice of a health care professional (hcp). Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. The pump was not from trunk stock. The manufacturer representative did not know the cause of the pump migration. No further complications were reported.